Event description:
Country of complaint: (B)(6). Material is fragile and thread tears easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 13 unopen racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/ preventative actions not applicable.